Event description:
Tampon string pulled out leaving the cotton inside-vagina [foreign body in reproductive tract]. Tampon string pulled out leaving the cotton inside [device breakage]. Tampon disintegrated during removal [complication of device removal]. Case narrative: consumer reported that her daughter's tampon disintegrated during removal, leaving the cotton inside. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon string pulled out leaving the cotton inside-vagina [foreign body in reproductive tract] tampon string pulled out leaving the cotton inside [device breakage] tampon disintegrated during removal [complication of device removal] case narrative: consumer reported that her daughter's tampon disintegrated during removal, leaving the cotton inside. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon string pulled out leaving the cotton inside-vagina [foreign body in reproductive tract]. Tampon string pulled out leaving the cotton inside [device breakage]. Tampon disintegrated during removal [complication of device removal]. Case narrative: consumer reported that her daughter's tampon disintegrated during removal, leaving the cotton inside. No serious injury was reported.